Event description:
The dealer alleges the powerchair caught fire. The fire department was called; there were no personal injuries or property damage.

Manufacturer narrative:
Method - evaluation to be completed upon receipt of the powerchair. Conclusions - a follow up report will be submitted at a later date.